Event description:
Hcp reported the pt experienced acute exacerbation of withdrawal symptoms due to a catheter break/cut at the lumbar site. The distal portion of the catheter was revised. The event was reported as ongoing. 05/09/2007: add'l info from the hcp indicates the ongoing nature of the event was due to a leak in the catheter that was found after the initial break/cut was revised. The pt continued to have inadequate pain control and eventually a pressure test was performed on the proximal portion of the catheter. The proximal portion of the catheter was revised and the pt recovered without sequelae.

Manufacturer narrative:
.